Event description:
It was reported that the device had an eighteen second pause noted upon interrogation. A review of the electrocardiogram strips noted intermittent loss of capture on the ventricular lead. The ventricular lead was explanted and replaced and the device remains in use. The physician was reluctant to do a system revision as the last time an implant was done the patient put fingers in the pocket and got an infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.